Event description:
The customer reported receiving inaccurate readings that were higher than he felt on their freestyle lite meter. The customer experienced symptoms of hypoglycemia and fell on their face and cut their lip. The customer was advised from a health care facility to eat food, drink soda and take glucose tablets to counteract the medical event. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.